Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the ins had reached the elective replacement indicator (eri). Impedance testing indicated the patient's right side had an impedance of 530 ohms while the left side had an impedance of 430 ohms. These impedance values were within the normal range. Given the patient's therapy settings and impedance values, it was calculated the ins should have reached eri after 14.06 months. The ins was "replaced immediately after the complaint notification" or the parkinson's disease patient. The patient "felt fine" and was correctly receiving therapy at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced ¿suspected early ins depletion.¿ it was further reported the ins had prematurely depleted after 12 months of usage. It was noted that impedance testing had been performed; though the results were unavailable at the time of report. The patient¿s ins was planned to be replaced the day after initial report as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: 64002, product type: adapter. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output.